Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
Reported as issue could not be cleared by operator. Due to age of device, 5 years, device will not be replaced. Customer has been advised to remove from service.